Manufacturer narrative:
D9 - date returned to MFR: 4/6/2026. H3 and h6 codes: updated. One (1) used and eight (8) new devices from same lot were returned for investigation. During the visual inspection, no physical damage or other anomalies observed. The adhesive pad is used; the cannula is bent to 90 degrees. The new samples are unopened. During the functional testing, a free flow was observed for the occlusion test. No leaks were observed on the tubing/buckle as tested. Activated the eight (8) new samples with no sign of cannula damage. Confirm the complaint of high glucose based on the condition of the sample returned, bent cannula. The probable cause was unknown.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that after training, the pwd went home and noted elevated glucose levels. Upon removing the cannula, it was found to be bent and had not been inserted into the body, so it was replaced while the tubing remained in use. The following day, glucose levels initially normalized but later increased to 300 mg/dl after lunch and did not decrease. The pwd disconnected from the site and confirmed insulin was flowing through the tubing but not reaching the needle, prompting replacement of the tubing. The pwd contacted the trainer and was advised to discontinue use of the infusion set for 24 hours and administer insulin via manual injections. Shortly before contacting product support, the pwd administered lantus and humalog. The pwd expressed discomfort using the remaining infusion sets. There was no patient injury.